Event description:
It was further reported that the patient had slight hematoma growing at the cutdown site. It was reported that a washout would need to be done if it grew significantly. Systemic heparin was being used. Patient update reported that the hematoma at the access site had gone down some, so surgical washout was not needed. Systemic heparin no longer being used.

Manufacturer narrative:
The investigation of hemolysis and hematoma has been completed. The impella device was not returned for evaluation. Since clinical details do not report any troubleshooting methods that resolved the hemolysis and data logs were not conclusive, the root cause of the hemolysis could not be determined. Since it is unclear when/if the hematoma resolved and what management methods were used, the root cause of the access site bleed could not be determined. B5 updated with additional information. D6b explant date was added. H6 health effect - clinical code 1884 added b2 intervention was erroneously selected on the initial manufacturer device report number 1220648-2025-29997. H6 health effect - impact code 2199 was erroneously entered on the initial manufacturer device report number 1220648-2025-29997.

Event description:
The complainant reported that the patient on impella 5.5 support developed hemolysis. The patient remains on impella support. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter, ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle, ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis, ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿